Manufacturer narrative:
Additional initial reporter is teacher jia. Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 (initial reporter). Corrected field: b5. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the fiber optic module. The equipment underwent functional testing according to factory specifications. The equipment met factory specifications and was delivered for use. The failure analysis and testing dept received part number 0997001169 with a reported unit failure of a fiber optic malfunction. The fat performed a visual inspection and found the part to be in good condition the fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed retaining the part in the failure analysis and testing department per procedure number (B)(4) rev av as per the cardiosave dfmea the possible cause of the failure mode fiber optic malfunction for the part fiber optic module is component reliability

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had fiber optic module malfunction. There was no patient harm reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) had a light module malfunction during use. No harm or injury to the patient was reported.